Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the customer's blood glucose was running between 400 and 600 mg/dl and then he was hospitalized with high blood glucose on november 26, 2014 with blood glucose of 421 mg/dl and diabetic ketoacidosis. He was wearing the insulin pump at the time of hospitalization and was treated with an intravenous drip and injection. It was also stated the customer's blood glucose was 575 mg/dl when he received a sensor reading of 54 mg/dl. Nothing further reported.